Event description:
The patient started having ¿typical¿ withdrawal symptoms the day prior to this report; the patient had return of pain. An x-ray was done and they found that the tip of the catheter was subcutaneous in the lumbar region; the catheter had back out of the intrathecal space. The physician was able to aspirate approximately 1.5 ml of fluid from the catheter, but didn¿t have an explanation as to where the fluid came from. A revision was planned. The device system was delivering morphine. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8598a, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8590-1, lot # n338664, implanted: (B)(6) 2012, product type accessory. (B)(4).

Event description:
Additional information received reported that the cause of the leak was believed to be due to physical therapy exercise, as it was after a physical therapy session when the issue began. A catheter dye study was done and it was determined that a revision would be needed, but it had not been scheduled yet.